Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was around 300 to 400 mg/dl. Customer stated they calibrating when the insulin pump restarted but the issue was recurring. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Device functioning properly during testing. No bolus anomalies noted during testing. (B)(4).